Event description:
Boston scientific crm received information that this atrial lead dislodged. Attempts to reposition were unsuccessful. It was noted that tissue was lodged in the helix, preventing proper function. The lead was explanted, replaced and will be returned for analysis. All dates were provided by boston scientific. Despite the event stating the lead will be returned for analysis, it has not been returned. On 6/18/09 we were informed that this lead has now been returned.